Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in three pieces. Examination of the returned distal portion found that the lead was bent and the coil fractured as a result of fatigue at 50.5 cm from the lead tip. Electrical analysis revealed an open circuit due to the fractured coil. The damage found likely resulted in the reported high impedance.

Event description:
It was reported that the left ventricular lead exhibited high impedance and fluctuating thresholds. Noise was also observed with provocative testing. During the lead revision procedure, the lead was noted to be kinked and an insulation anomaly was noted in the same area. The lead was explanted and replaced. The patient was in stable condition during the procedure.